Event description:
The patient contacted animas on (B)(6) 2014 reporting that their infusion set fell out at the site while sleeping. Upon waking overnight, the patient discovered they had an elevated blood glucose (bg) level. The patient stated that the meter read hi. The patient self treated with 15 units injection to correct and their bg was 215 mg/dl. The patient stated that they kept the infusion set in for five to seven days and they are reusing the cartridges. Customer support (cs) explained to the patient that the infusion set should be changed every two to three days and the cartridge must be changed and not refilled. This report is being made due to the hyperglycemic event the patient experienced that resulted from not using the product per IFU (reusing cartridges).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (the patient experienced that resulted from not using the product per IFU (reusing cartridges)).